Event description:
It was reported by the customer that this event involved a male pt via right internal jugular insertion. The physician placed the catheter without event. After the hub had been attached to the catheter, the physician flushed the catheter. He noted "severe" leaking from the middle of the hub. As a result, the physician replaced only the hub without event. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.